Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Lead attempted but not implanted due to pericardium perforated with rv lead during procedure. All leads and hardware removed, pocket closed, and procedure aborted. Should additional information become available, it will be added to this file.